Event description:
Customer reported the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the connections of the cable leading from the video processor to the monitor. System operates as intended.